Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's atrial lead exhibited oversensing due to noise. No intervention or procedure was performed. The patient had no consequences.